Event description:
Patient reported obtaining erratic blood glucose results while using the suspect device. Patient indicated that back-to-back tests were performed, on 3 separate occasions with results of 37 mg/dl and 213 mg/dl, 34 mg/dl and 100 mg/dl, and 67 mg/dl and 143 mg/dl. Patient indicated that no action was taken based on the results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.